Event description:
Customer reported that the insulin pump returned a battery out limit. Customer also reported that the display went blank during bolus. Customer reported that changing the battery restored the display. Blood glucose level was 68 mg/dl earlier in the day of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.